Event description:
It was reported that a user experienced loss of dexcom g7 cgm signal to the ilet pump for approximately one hour while the dexcom app continued to display readings, after which the sensor automatically reconnected and normal function resumed. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose management and no medical intervention or hospitalization. Investigation included customer support review of device alerts and confirmation of ¿bg run mode¿ and ¿sensor reconnecting¿ notifications, along with troubleshooting and education provided. Investigation of this case revealed transient communication loss between the cgm and the ilet with subsequent successful reconnection, consistent with intermittent signal interruption without device damage or failure. It was concluded, based on previously established findings for similar reports, that the cause was likely an intermittent communication disruption.